Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the cylinders broke down to the mesh, resulting in a fluid loss. All components were removed and a new ipp was implanted. There were no patient complications reported.